Event description:
The customer reported approximately 5 to 10 mls of fluid leaked from the coulter lh 750 hematology analyzer onto the countertop. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves, glasses and a lab coat at the time of the occurrence. No erroneous results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to the site for this event. The customer began to troubleshoot the leak with help from the customer technical service (cts) over the phone. The customer observed the tubing through pinch valve (vl12c) had become disconnected from the fitting. The customer reattached the tubing to the proper fitting and the instrument performed without any leaks. The instrument was returned to normal operation. (B)(4).